Event description:
It was reported that the patient's implantable pulse generator (ipg) site was bothersome following a fall. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in january 2026.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) site was bothersome following a fall. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.